Manufacturer narrative:
Other relevant device(s) are: micra, model: mc1vr01-delsys / expiration date: 14-mar-2020 / serial#: (B)(4), UDI #: (B)(4), MFR: 2018-10-16, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the leadless implantable pulse generator (ipg) implant procedure, the device was re-positioned three total times and was placed in the septum. All device measurements were in normal range. After confirmation of the three tines flexing during pull-and-hold test, the tether was cut. Slowly, and after several flushes of saline through the delivery system, about 2/3 of the total length of the tether came out. The physician had the delivery system close to the leadless ipg, and there was still resistance to remove the tether. After numerous tries to remove the tether, the physician tried to recapture the leadless ipg back into the introducer sheath, but even with the cone coaxial to the leadless ipg, and locked/unlocked in place, the leadless ipg could not be pulled back. It was discussed to manually pull on the tether, to dislodge the leadless ipg from the tissue, and try to advance it back through the introducer sheath and out of the patient's body. All measurements at this point were still in normal range. It was decided to cut the tether that was remaining outside of the patient's body and remove the delivery system and introducer sheath. The remaining tether that could not be taken out, was left in the patient¿s body. The leadless ipg remains in use. No patient complications have been reported as a result of this event.